Event description:
The customer obtained a non-reproducible higher than expected vitros ckmb result (15.14 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The sample was repeated due to an observed discordance with results from a second sample drawn from the same patient. An expected vitros ckmb value of 0.95 ng/ml was obtained from the initial sample upon repeat analysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, however a corrected report was issued based on the repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros ckmb result was obtained from a single patient sample run on the vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.